Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, and vaginal vault prolapse and mesh was implanted. It was reported that post implantation, the patient experienced pain, infection, erosion, vaginal discharge, bleeding, bladder stone, nausea, recurrence and dyspareunia it was also reported that the patient underwent the following procedures; (B)(6) 2011- vaginal repair; (B)(6) 2012 - removal of eroded tape, vaginal polyp and bladder stone; (B)(6) 2012 - removal of bladder stone and eroded mesh; (B)(6) 2012 - removal of eroded mesh. (B)(4) ¿bladder stone; undefined recurrence; dyspareunia.

Manufacturer narrative:
(B)(4). It was reported in the operative report from (B)(6) 2009 that a contasure system was used. It was reported that the patient underwent the following procedures, on (B)(6) 2012 removal of sling and vaginal polyp excision, on (B)(6) 2013 bladder suspension surgery, on (B)(6) 2013 collagen augmentation for leaky bladder, on (B)(6) 2013 repeat surgery for bladder suspension. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with resuspenion of the apex of the vagina with an iliococcygeal suspension.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.